Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The facility¿s biomed technician evaluated the iabp unit and reportedly only found blood in the tubing that goes back to the blood back sensor. The biomed replaced the condensate removal module, tubing and the safety disk. The biomed reported that upon completion of the repair, functionality tests were performed and the iabp unit was cleared for clinical use. The initial reporter named in block is a getinge employee whose contact details are: (B)(6).

Event description:
It was reported that during an in-service training performed by a getinge clinical support specialist, the staff presented a cs300 intra-aortic balloon pump (iabp) for use during demonstration. Upon start-up, the iabp unit alarmed autofill failure. The safety disk was checked and was seated properly. The intra-aortic balloon (iab) catheter was switched out yet the same alarm occurred. The getinge clinical support specialist noticed traces of blood in the drain hose. The iabp unit was shut-down and the pump was taken to the biomed engineering shop for repairs. It was reported that the staff had no knowledge about the blood back event. There was no patient involvement during the in-service and no adverse event was reported.